Event description:
Healthcare professional reported a left side rupture. Device has been explanted and discarded.

Manufacturer narrative:
Clarification to reason for reoperation: surgery was scheduled due to lipodystrophy but rupture was discovered during the surgery. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lipodystrophy of the abdomen and flanks.